Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received 1 all silicone foley catheter. Using in house syringe the solution within the balloon was removed prior to testing. The balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) using the inhouse syringe. Catheter inflated properly with no difficulties and passively deflated in 3 minutes and 22 seconds. DHR reviews is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the cuff test, sterile distilled water did not enter into the foley catheter, and the balloon did not inflate. Per investigator's notification received on 28jan2025, it was reported that balloon mushroomed was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the cuff test, sterile distilled water did not enter into the foley catheter, and the balloon did not inflate.